Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mildly tortuous, non-calcified, 90% stenosed, mid left anterior descending (lad) coronary artery. A 2.50 x 38 mm xience alpine stent delivery system (sds) was selected for the procedure. The sds was prepped (air aspiration) outside the anatomy with no issues noted. The sds was advanced to the lesion with no resistance felt. During deployment of the stent implant, when the pressure reached 10 atmospheres, contrast was observed under angiography to be leaking from the guide wire lumen of the sds and the pressure indication of the inflation device started to drop. The sds was pressurized again to confirm that the contrast was leaking from the guide wire lumen and the pressure indication on the inflation device did not increase. As the stent implant was not very well-apposed to the vessel wall, post-dilatation with a 3.50 x 15 mm non-abbott balloon catheter was performed to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. (B)(4). As it was confirmed that the reported issue was with a non-abbott device, no investigation is required.

Event description:
Subsequent to filing the medwatch report, the following additional information was received: the reported leak occurred on a non-abbott stent delivery system (sds), not on a xience alpine sds as initially reported. No additional information provided.